Event description:
The sales representative reported on behalf of the customer that the 9971, cts relief kit, carpal tunnel syndrome relief kit was being used on (B)(6) 2025 and ¿3 patients have had post surgical infections due to carpel tunnel releases being performed. Unknown if same surgeon. Dates of surgery unknown. All 3 had our carpel tunnel release kit used. No info about the procedures or if they were different in any way.¿ per further assessment it was reported that the customer "...is refusing to provide any more details about these incidents." This report is being raised due to the reported injury of post-surgical infection.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: the product should be accepted only if the factory packaging arrives intact. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 9971, cts relief kit, carpal tunnel syndrome relief kit was being used on (B)(6) 2025 and ¿3 patients have had post surgical infections due to carpel tunnel releases being performed. Unknown if same surgeon. Dates of surgery unknown. All 3 had our carpel tunnel release kit used. No info about the procedures or if they were different in any way.¿. Per further assessment it was reported that the customer "is refusing to provide any more details about these incidents.". This report is being raised due to the reported injury of post-surgical infection.